Manufacturer narrative:
This report is filed on (B)(6) 2017.

Event description:
Per the clinic, the patient experienced pain, swelling and non-auditory sensations with device use and subsequently in (B)(6) 2017 (specific date not reported) the patient underwent revision surgery to resolve the issue. However in (B)(6) 2017 the issue reoccurred and it was found that the receiver-stimulator had extruded, resulting in the decision to explant the device. The receiver-stimulator was explanted on (B)(6) 2017 and the electrode array was left in-situ.